Manufacturer narrative:
Concomitant products: nexgen precoat pegged tibial component, part number 00597003501, lot number 61475118. Nexgen cr precoat femoral component, part number 00597001401, lot number 61517474. Nexgen cr-flex articular surface, part number 90597003010, lot number 61553031.

Event description:
It has been reported that following a total knee arthroplasty, the patient was revised due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned, therefore, no visual or dimensional inspections were conducted. Device history record (DHR) was reviewed and no discrepancies were found. Sterigenics certificates show that all devices were sterilized per specifications. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.